Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue. Subsequently, he was taken to the emergency room with a blood glucose level of 850 mg/dl. He stayed there for three days and was treated with intravenous insulin drip. Currently, he was stable and was hoping to be discharged soon. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.